Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power cord was checked and tightened and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system arced at the wall outlet. No pt injury was reported.